Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced atrial fibrillation (af). It was also reported that an arial lead position check failure occurred on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.